Event description:
It was reported that prior to an aortic valvuloplasty procedure, pre-close placement of the sutures was attempted in a heavily calcified left common femoral artery using perclose proglide devices. Reportedly, the devices were attempted to be deployed in a 6-french sized access site. After suture deployment, when the first proglide device was removed, the suture pulled out from the vessel. A second proglide device was attempted but with the same results, the suture pulled out from the vessel. The access site was dilated to 12-french to match the outer diameter of the delivery catheter. After conclusion of the aortic valvuloplasty procedure, a surgical cutdown was performed which revealed that the vessel was friable with very heavy calcification. An endarterectomy was performed and the vessel was surgically repaired and sutured to achieve hemostasis. A thirty minute significant clinical delay was reported in the procedure. There were no reported adverse patient sequelae. The physician believed that the reported experience was not related to the proglide devices, but was related to the vessel being friable with very heavy calcification. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the proglide devices were deployed in a heavily calcified left common femoral artery. The instructions for use state that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.